Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance. It was identified that the lamp assembly had exceeded the recommended service interval, with a recorded runtime of 6,168 hours, which is above the specified replacement threshold of 6,000 hours. The lamp assembly was replaced in accordance with the preventive maintenance procedure. During electrical safety testing, the protective earth resistance measured 0.512 ohms, which exceeded the specified limit of 0.300 ohms. The power cord was replaced. Following replacement, repeat testing measured 0.071 ohms, which met the specified acceptance criteria. Preventive maintenance was completed, and the controller was reported to be functioning as expected. The issues were identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.